Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated they did not press a button down for 3 minutes or longer. Customer stated they were unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test and a21 alarm test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected a21 alarm anomalies noted. Device received with cracked reservoir tube lip, broken battery tube threads, broken belt clip slot and cracked case from reservoir tube window corners. The test infusion set and reservoir does lock into place.